Event description:
A health care professional reported that following the cataract surgery with intraocular lens (iol), the patient had unspecified complaints. The lens was replaced with non company lens. The cause was unspecified whether it was of power difference, patient related or product related. There are two medical device reports associated with this complaint. This report is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).